Event description:
This patient was having a laparoscopic appendectomy. The surgeon requested to use the stapler: ethicon echelon flex powered plus stapler with a 45 blue cartridge. It was opened, handle started being hard to release after using the cartridge. Surgeon requested a second cartridge 45 gray color, the handle was still hard to open to release the area of appendix/bowel and surgeon, had to spend more time trying to release the handle so he could open the handle without causing injury to the bowel. Surgeon was unable to use device as designed, but he was able to release device from patient and continue the surgery.